Manufacturer narrative:
(B)(4)

Event description:
New information reported stated that upon interrogation., the lead polarity switched from unipolar to bipolar. The lead pacing configuration was switched back to bipolar mode. Provocative testing had shown a small degree of low-frequency noise on the ventricular channel mainly emg. The physician has decided to monitor the pacing system more closely for future visits and will increase follow up frequency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent noise on the right ventricular channel. Isometric testing and pocket manipulation were unable to reproduce the noise. No patient symptoms were reported and the patient would continue to be closely monitored.